Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has suffered unreasonable amounts of pain and discomfort, and has undergone multiple surgeries.